Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure had occurred. On (B)(6) 2024, it was reported that the patient uses beta bionic ilet pancreas system. The patient was really sick, vomiting, and blacked out. She noted that the sensor failed because her cgms were erratically high and low prior to failure. The last known cgm was not provided. It was not discussed whether the patient had been checking the bg by fingerstick prior to her injury. Because of the erratically high cgms, the pump had been delivering insulin. It kept correcting her blood sugar levels, leading to severe hypoglycemic reactions as per her doctor. At some point, the sensor failed, and she ran out of insulin while changing her pump. The parents, who were out of town, received notification on their follow app and called for a wellness check. The patient was found in a coma. She stayed in the hospital last december for a week and two days in the ICU. She cannot remember the exact date she was discharged. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an adverse event occurred. On 12/02/2024, it was reported that the patient uses beta bionic ilet pancreas system. The patient was really sick, vomiting, and blacked out. She noted that the sensor failed because her cgms were erratically high and low prior to failure. The last known cgm was not provided. It was not discussed whether the patient had been checking the bg by fingerstick prior to her injury. Because of the erratically high cgms, the pump had been delivering insulin. It kept correcting her blood sugar levels, leading to severe hypoglycemic reactions as per her doctor. At some point, the sensor failed, and she ran out of insulin while changing her pump. The parents, who were out of town, received notification on their follow app and called for a wellness check. The patient was found in a coma. She stayed in the hospital last december for a week and two days in the ICU. She cannot remember the exact date she was discharged. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. No additional patient or event information is available.